Event description:
Patient presented with post-op drainage approximately 6 to 8 weeks after initial surgery. Surgeon cultured the drainage, implants and suture and then removed everything. Surgeon did not attempt to do another repair for fear of infection. One 72201697 and two 72201576 were used during initial surgery/repair. The surgeon implanted the anchors in the normal fashion preparing the sites with the gold awl. Since the surgery, the patient has had continual drainage. The surgeon went in again to scope the sites and observed that the anchors were loose. He then observed that the holes around the anchors had gotten larger. The cultures came back negative. Patient is a (B) (6) male.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)